Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to dispense medication. The technical support specialist (tss) found that the medication order had only 2 tablets remaining, while the requested amount was 4 tablets. The system did not allow an issue quantity greater than the available 2 tablets. The tss informed the customer that the medication order or requested amount would need to be edited by the pharmacy. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the station was unable to dispense medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.